Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch therefore, unable to download and verify pump error 35. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm, they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.